Event description:
A discordant, (B)(6) antibody to (B)(6) result was obtained on one patient sample on a advia centaur instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated twice on an alternate system, resulting (B)(6). The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant (B)(6) result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data and adjusted the sample probe inside the reaction cuvette. The cause of the discordant (B)(6) result is unknown. The cse performed an instrument check and successfully ran quality controls. The instrument is performing to specifications. No further evaluation of the device is required.